Event description:
An initial report of a severe reaction with tetany while donating platelets on an amicus machine was received on (B)(6) 2011. The user facility indicated that the donor was sent to the hospital. The donation took place on (B)(6) 2011. The facility indicated that the donor might have had a stroke or a possible air embolism. On (B)(6) 2011, add'l details were received and the user facility indicated that there were no signs or indications from the pt of discomfort from the citrate. The donor suddenly groaned and began to seize. The techs on the floor grabbed his arms to keep them straight. 911 was called and paramedics indicated he had a stroke. His right side was paralyzed and he was unable to speak upon departure to the hosp. Pt returned to the center a few days later fully recovered.

Manufacturer narrative:
The instrument involved was evaluated and remained in use between the time of the incident and when fenwal was notified of the reported event. The instrument history was downloaded and reviewed, however, do the length of time between the event and the report the specific details of the procedure were not available. The amicus kit that was used during the procedure was discarded and no lot and unable to be evaluated. Fenwal is continuing to investigate the event to determine a possible cause and will submit f/u with any add'l details. (B)(4).